Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion. The device could not cross the lesion; on return to manufacturing facility it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per specification; the tenth distal stent strut was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver and stent deformation). Patient's condition affected effectiveness of device (lesion morphology - severe calcification). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - severe calcification). (B)(4).